Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. Conclusion: applies to the pump and applies to the catheters.

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6), female patient who was receiving fentanyl, clonidine, bupivacaine and baclofen (doses, concentrations and lot numbers unknown) via an implantable pump for reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome and spinal pain. On an unknown date in 2015, "something went wrong" with the patient's device. It "wasn't flowing properly" and "they had to change the pump and catheter." The patient was "not sure what happened." The healthcare provider (hcp) realized two weeks prior to (B)(6) 2016 that "something went really wrong." The patient went in for a refill and was told "the catheter was all gunked up so they have to start her on low dose medication as if she didn't have a pump before." On (B)(6) 2016, the pump and catheter were replaced. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.